Manufacturer narrative:
UDI= (B)(4). The device remains implant; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a 10mm x 40mm wallflex biliary rx uncovered stent was implanted to treat a 1.8cm malignant stricture at the head of the pancreas during a stent placement procedure performed on (B)(6) 2016 as part of the e7034 wallflex biliary preoperative drainage natx clinical study. Baseline biliary obstructive symptoms were reported as: dark urine, pale stools, and jaundice. Baseline liver function tests were taken on (B)(6) 2016. According to the complainant, during the procedure a biliary sphincterotomy was performed. The 10mm x 40mm wallflex biliary rx uncovered stent was implanted in a satisfactory manner across the stricture and the procedure was completed. On (B)(6) 2016 it was reported that the patient presented with recurrence of mild biliary obstructive symptoms: jaundice, dark urine and pale stool. The physician verified the 10mm x 40mm wallflex biliary rx uncovered stent remained in place and noted that it had become occluded due to tissue ingrowth. The patient underwent a biliary reintervention on (B)(6) 2016 where a 10mm x 60mm wallflex biliary rx fully covered stent was implanted within the indwelling stent. There were no adverse events reported.